Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 2 false positive sars results. Customer had laryngitis and took the medication paxlovid. Customer states the results were confirmed negative by pcr. Report 1 of 2.